Event description:
It was reported that the nasastent dressing failed to dissolve appropriately after a fess/turbinectomy case. The patient had to go back to the or two-weeks post-operatively for washout as the residual material had caused the patient to become septic. No additional information provided regarding subsequent treatment or current health status of the patient, however, no other complications have been reported.

Manufacturer narrative:
The product, used in treatment, was not returned for evaluation. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It is possible the patient did not irrigate properly after implantation. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device including but not limited to: - "after placement, nasastent dressing may be hydrated if desired." - "nasastent dressing is dissolvable and any residual material that has not dissolved or left the surgical site through normal outflow passages can be removed with irrigation and aspiration."